Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain: pelvic/abdominal/ chronic/sharp/stabbing pelvic pain (have had this issue for years)'), salpingitis ('infected my tubes were from the coils'), menorrhagia ('bleeding-menorrhagia (heavy menstrual bleeding)'), systemic lupus erythematosus ('type of autoimmune diagnosed: lupus'), rheumatoid arthritis ('type of autoimmune diagnosed: rheumatoid arthritis') and multiple sclerosis ('type of autoimmune diagnosed: ms'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: body mass index normal. Concomitant products included: eszopiclone (lunesta) and zaleplon (sonata). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), genital haemorrhage ("bleeding: gen. Abnormal bleeding"), abdominal pain ("pain: pelvic/abdominal/ chronic"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), female sexual dysfunction ("pain: apareunia"), back pain ("pain: back lower and upper"), metrorrhagia ("bleeding: metrorrhagia (bleeding b/w periods)"), fibromyalgia ("type of autoimmune diagnosed: fibromyalgia"), chronic fatigue syndrome ("type of autoimmune diagnosed: chronic fatigue syndrome"), cystitis ("bladder/urinary problems, bladder infect."), urinary tract infection ("bladder/urinary problems, uti"), vaginal infection ("bladder/urinary problems, vaginal infect."), vaginal discharge ("bladder/urinary problems, vaginal discharge/large amounts of discharge (odor/no odor both)"), fatigue ("other injuries/symptoms, fatigue"), gastrointestinal disorder ("other injuries/symptoms, gi conditions"), tooth disorder ("other injuries/symptoms, dental probs"), alopecia ("other injuries/symptoms,hair loss"), migraine ("other injuries/symptoms, migraine"), headache ("other injuries/symptoms, headaches"), nervous system disorder ("other injuries/symptoms, neurological condit/prob"), nausea ("other injuries/symptoms, nausea"), vision blurred ("blurry vision"), abdominal pain lower ("other: constant cramping (even on days that I am not on my period)"), menstrual disorder ("other: abnormal menses period stops (period changes frequently)"), hot flush ("other: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions, type: rashes"), allergy to metals ("nickel allergy"), muscular weakness ("loss of strength upper arms function"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("arm pain/leg pain\ pain went to my arms"), feeling abnormal ("brain fog"), confusional state ("confusion"), scar ("physician had complications with procedure, due to build up scar tissue"), gait disturbance ("I reached a point that I could not physically walk, sit, or lay down for long periods of time because of how infected my tubes were from the coils"), depression ("depression"), hypoaesthesia ("leg numbness"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition") and emotional distress ("emotional distress") and was found to have weight increased ("other injuries/symptoms, weight gain"). The patient was treated with escitalopram oxalate (lexapro), pregabalin (lyrica). And surgery (endometrial ablation, hysterectomy (partial) and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, menorrhagia, rheumatoid arthritis, multiple sclerosis, genital haemorrhage, abdominal pain, dyspareunia, female sexual dysfunction, metrorrhagia, chronic fatigue syndrome, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, alopecia, migraine, headache, nervous system disorder, nausea, vision blurred, abdominal pain lower, menstrual disorder, hot flush, vaginal haemorrhage, rash, allergy to metals, scar, gait disturbance, blood disorder, cardiac disorder and emotional distress outcome was unknown. The systemic lupus erythematosus, dysmenorrhoea, back pain, fibromyalgia, weight increased, neck pain, pain in extremity, depression and hypoaesthesia was resolving. And the muscular weakness, musculoskeletal pain, feeling abnormal and confusional state had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, blood disorder, cardiac disorder, chronic fatigue syndrome, confusional state, cystitis, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, menstrual disorder, metrorrhagia, migraine, multiple sclerosis, muscular weakness, musculoskeletal pain, nausea, neck pain, nervous system disorder, pain in extremity, pelvic pain, rash, rheumatoid arthritis, salpingitis, scar, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2011 and now (B)(6) 2011. Patient received treatment for chronic/ pelvic/abdominal pain , dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), genital bleeding, allergy, lupus nos, rheumatoid arthritis, multiple sclerosis, fibromyalgia,chronic fatigue syndrome, psych injury, bladder problems. Urinary probs., bladder infect., uti, vaginal infect., vaginal discharge, fatigue, gi conditions, dental probs., hair loss, migraine, headaches, hormonal changes, neurological condit/prob, nausea, vision probs, weight gain, cramping, hot flashes and menstrual disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 23.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, essure confirmation test(s): (unspecified) bilateral occlusion. Advised everything looked normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020, quality safety evaluation of ptc based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal/ chronic/sharp/stabbing pelvic pain (have had this issue for years)'), salpingitis ('infected my tubes were from the coils'), menorrhagia ('bleeding-menorrhagia (heavy menstrual bleeding)'), systemic lupus erythematosus ('type of autoimmune diagnosed: lupus'), rheumatoid arthritis ('type of autoimmune diagnosed : rheumatoid arthritis') and multiple sclerosis ('type of autoimmune diagnosed: ms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concomitant products included eszopiclone (lunesta) and zaleplon (sonata). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), genital haemorrhage ("bleeding: gen. Abnormal bleeding"), abdominal pain ("pain: pelvic/abdominal/ chronic"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), female sexual dysfunction ("pain: apareunia"), back pain ("pain:back lower and upper"), metrorrhagia ("bleeding: metrorrhagia (bleeding b/w periods)"), fibromyalgia ("type of autoimmune diagnosed :fibromyalgia"), chronic fatigue syndrome ("type of autoimmune diagnosed: chronic fatigue syndrome"), cystitis ("bladder/urinary problems- bladder infect."), urinary tract infection ("bladder/urinary problems- uti"), vaginal infection ("bladder/urinary problems- vaginal infect."), vaginal discharge ("bladder/urinary problems- vaginal discharge/large amounts of discharge (odor/no odor both)"), fatigue ("other injuries/symptoms- fatigue"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), tooth disorder ("other injuries/symptoms- dental probs"), alopecia ("other injuries/symptoms-hair loss"), migraine ("other injuries/symptoms-migraine"), headache ("other injuries/symptoms-headaches"), nervous system disorder ("other injuries/symptoms- neurological condit/prob"), nausea ("other injuries/symptoms-nausea"), vision blurred ("blurry vision"), abdominal pain lower ("other: constant cramping (even on days that I am not on my period)"), menstrual disorder ("other: abnormal menses period stops (period changes frequently)"), hot flush ("other: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), allergy to metals ("nickel allergy"), muscular weakness ("loss of strength upper arms function"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("arm pain/leg pain\ pain went to my arms"), feeling abnormal ("brain fog"), confusional state ("confusion"), scar ("physician had complications with procedure due to build up scar tissue"), gait disturbance ("I reached a point that I could not physically walk. Sit. Or lay down for long periods of time because of how infected my tubes were from the coils"), depression ("depression"), hypoaesthesia ("leg numbness"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition") and emotional distress ("emotional distress") and was found to have weight increased ("other injuries/symptoms-weight gain"). The patient was treated with escitalopram oxalate (lexapro), pregabalin (lyrica) and surgery (endometrial ablation, hysterectomy (partial) and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, menorrhagia, rheumatoid arthritis, multiple sclerosis, genital haemorrhage, abdominal pain, dyspareunia, female sexual dysfunction, metrorrhagia, chronic fatigue syndrome, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, alopecia, migraine, headache, nervous system disorder, nausea, vision blurred, abdominal pain lower, menstrual disorder, hot flush, vaginal haemorrhage, rash, allergy to metals, scar, gait disturbance, blood disorder, cardiac disorder and emotional distress outcome was unknown, the systemic lupus erythematosus, dysmenorrhoea, back pain, fibromyalgia, weight increased, neck pain, pain in extremity, depression and hypoaesthesia was resolving and the muscular weakness, musculoskeletal pain, feeling abnormal and confusional state had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, blood disorder, cardiac disorder, chronic fatigue syndrome, confusional state, cystitis, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, menstrual disorder, metrorrhagia, migraine, multiple sclerosis, muscular weakness, musculoskeletal pain, nausea, neck pain, nervous system disorder, pain in extremity, pelvic pain, rash, rheumatoid arthritis, salpingitis, scar, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2011 and now (B)(6) 2011. Patient received treatment for chronic/ pelvic/abdominal pain , dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), apareunia, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),genital bleeding, allergy, lupus nos, rheumatoid arthritis, multiple sclerosis, fibromyalgia,chronic fatigue syndrome, psych injury, bladder problems. Urinary probs., bladder infect., uti, vaginal infect., vaginal discharge, fatigue, gi conditions, dental probs., hair loss, migraine, headaches, hormonal changes, neurological condit/prob, nausea, vision probs, weight gain, cramping, hot flashes and "menstrual" disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Advised everything looked normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. New events- salpingitis, abnormal bleeding (vaginal), rashes, blood or heart disorder/condition, nickel allergy, loss of strength upper arms function, shoulder pain, legs pain, neck pain, brain fog, confusion, depression, scar, leg numbness, I could not physically walk. Sit , emotional distress were added. Events bladder problems and urinary problems were deleted. Event was updated from vision problems to blurry vision. Events hormone level abnormal, psychological trauma, hypersensitivity were deleted because specified events were reported. Lab test was updated. Event outcome of fibromyalgia and back pain was updated to be recovering/resolving. Concomitant drugs and treatment drugs added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal/ chronic/sharp/stabbing pelvic pain (have had this issue for years)'), genital haemorrhage ('bleeding: gen. Abnormal bleeding'), systemic lupus erythematosus ('type of autoimmune diagnosed: lupus'), rheumatoid arthritis ('type of autoimmune diagnosed : rheumatoid arthritis') and multiple sclerosis ('type of autoimmune diagnosed: ms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal/ chronic"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), female sexual dysfunction ("pain: apareunia"), back pain ("pain:back"), menorrhagia ("bleeding-menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding: metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), fibromyalgia ("type of autoimmune diagnosed :fibromyalgia"), chronic fatigue syndrome ("type of autoimmune diagnosed: chronic fatigue syndrome"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems -bladder problems"), urinary tract disorder ("bladder/urinary problems -urinary probs"), cystitis ("bladder/urinary problems- bladder infect."), urinary tract infection ("bladder/urinary problems- uti"), vaginal infection ("bladder/urinary problems- vaginal infect."), vaginal discharge ("bladder/urinary problems- vaginal discharge/large amounts of discharge (odor/no odor both)"), fatigue ("other injuries/symptoms- fatigue"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), tooth disorder ("other injuries/symptoms- dental probs"), alopecia ("other injuries/symptoms-hair loss"), migraine ("other injuries/symptoms-migraine"), headache ("other injuries/symptoms-headaches"), nervous system disorder ("other injuries/symptoms- neurological condit/prob"), nausea ("other injuries/symptoms-nausea"), visual impairment ("other injuries/symptoms-vision probs"), abdominal pain lower ("other: constant cramping (even on days that I am not on my period)"), menstrual disorder ("other: abnormal menses period stops (period changes frequently)") and hot flush ("other: hot flashes") and was found to have hormone level abnormal ("other injuries/symptoms-hormonal changes") and weight increased ("other injuries/symptoms-weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, multiple sclerosis, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, hypersensitivity, fibromyalgia, chronic fatigue syndrome, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, alopecia, migraine, headache, hormone level abnormal, nervous system disorder, nausea, visual impairment, weight increased, abdominal pain lower, menstrual disorder and hot flush outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, chronic fatigue syndrome, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine, multiple sclerosis, nausea, nervous system disorder, pelvic pain, psychological trauma, rheumatoid arthritis, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2011 and now (B)(6) 2011. Patient received treatment for chronic/ pelvic/abdominal pain , dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), apareunia, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),genital bleeding, allergy, lupus nos, rheumatoid arthritis, multiple sclerosis, fibromyalgia,chronic fatigue syndrome, psych injury, bladder problems. Urinary probs., bladder infect., uti, vaginal infect., vaginal discharge, fatigue, gi conditions, dental probs., hair loss, migraine, headaches, hormonal changes, neurological condit/prob, nausea, vision probs, weight gain, cramping, hot flashes and menstrual disorder. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- previously reported event ¿injury¿ updated to ¿pain- dyspareunia (painful sexual intercourse)¿, events- ¿dysmenorrhea (cramping),apareunia, pelvic/abdominal/ chronic/ sharp/stabbing pelvic pain (have had this issue for years), back, bleeding-menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, allergy, type of autoimmune diagnosed :lupus, rheumatoid arthritis, ms, fibromyalgia, chronic fatigue syndrome, psych injury, bladder/urinary problems -bladder problems. Urinary probs., bladder infect., uti, vaginal infect., vaginal discharge/ large amounts of discharge (odor/no odor both), other injuries/symptoms- fatigue, gi conditions, dental probs., hair loss, migraine, headaches, hormonal changes, neurological condit/prob, nausea, vision probs, weight gain, other: constant cramping (even on days that I am not on my period), abnormal menses period stops (period changes frequently) and hot flashes ¿, patient demographic, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.